Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient had an intrathecal pain pump implanted in approximately (B)(6) 2015 with subsequent skin breakdown and wound dehiscence resulting in an exposed pain pump requiring explanation of both pump and catheter. The operative report was dated (B)(6) 2016. The date of procedure was not listed.